Manufacturer narrative:
Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that the patient with this device and right ventricular lead was hospitalized for an abdominal operation. While the patient was intubated, several episodes of pacing inhibition were noted. A magnet placed over the device did not change the device to voo pacing mode. The stimulation was not always effective. The device detection and amplitude settings were reprogrammed. There was no reported device or lead malfunction. This device and right ventricular lead remain implanted and in service. No adverse patient effects were reported.